Event description:
It was reported that on (B) (6) 2009, the pt was no longer able to have hearing sensations and had pain on the implant side. Testing on (B) (6) 2009 and (B) (6) 2009 showed that the device has malfunctioned; however, in the meantime testings carried out showed normal results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.